Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2022-01943. It was reported that patient was unable to go in to MRI mode. Surgical intervention was undertaken in which the leads were explanted and replaced, resolving the issue.

Manufacturer narrative:
Event date is estimated.